Event description:
It is reported by mrs. Rossi, nurse of the hospital, that the spike connector was damaged at the opening of the set. It caused damages on the nacl bottle and some parts of the spike fell down on the patient. To complete the procedure successfully they opened another set. Additional information confirmed that the pieces went into the bottle which then went into the patient. Pieces were retrieved.

Manufacturer narrative:
The failure mode of broken spike connector was not confirmed since the unit was not received. Since the unit was not received no root cause can be determined. As per risk documents most probable root causes may be. 1. Material/design error; 2. Manufacturing/assembly error; 3. Improper cleaning/sterilization; 4. Excessive user force; 5. Severe shipping conditions. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The failure mode of broken spike connector was not confirmed since the unit was not received. Since the unit was not received no root cause can be determined. As per risk documents most probable root causes may be. 1. Material/design error, 2. Manufacturing/assembly error, 3. Improper cleaning/sterilization, 4. Excessive user force, 5. Severe shipping conditions. No further actions are deemed necessary. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by mrs. (B)(6) nurse of the hospital, that the spike connector was damaged at the opening of the set. It caused damages on the nacl bottle and some parts of the spike fell down on the patient. To complete the procedure successfully they opened another set. Additional information confirmed that the peices went into the bottle which then went into the patient. Pieces were retrieved.